Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional shim is missing a bull bearing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The item was reviewed manufacturing date's as returned shim exhibits signs of repeated use and has one each of components 1 and 2 disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event due to design issue. This was addressed with CAPA (B)(4) and the device was subsequently redesigned. The complaint is considered confirmed as the returned tasp shim was disassembled with missing components as claimed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.